Manufacturer narrative:
This supplemental report is being submitted to provide additional information. More than five years have passed since the device was manufactured. Based on the device inspection result, it is possible that the endoscopic image was not displayed due to an accidental failure of the mounted components on the dx board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4) co., ltd. (Oth). As a result of the evaluation, the following was confirmed. The sdi board was broken. The control function of the board was burnt out. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not output from the sdi out terminal during preventive maintenance of the device by an olympus field service engineer. The device was used in combination with the olympus light source clv-190. There was no report of patient injury associated with the event.